Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06083. It was reported that the rotawire fractured and the patient experienced a perforation. A 300cm rotawire and a 1.25mm rotalink plus system were selected to be used to treat a 95% stenosed and highly calcified and elongated lesion in the proximal right coronary artery (rca). A stent was placed in the proximal rca eight years ago. It was difficult to advance the rotawire through the support catheter. The rotawire eventually crossed into the rca and the physician initiated rotablation in the proximal rca. Without applied pressure, the burr suddenly moved straight through the vessel puncturing the pericardium. The rotawire had broken. The physician pulled the 1.25mm rotalink plus system back and removed the system; however, 20cm of the fractured rotawire remained in the rca. It was not possible to retrieve the fractured piece. A pericardial puncture was performed and the patient remained stable. The patient planned to be treated with bypass surgery in the rca, during the bypass procedure it is planned to remove the remaining piece of the rotawire.